Event description:
It was reported that there was a problem with recharging and coupling/communication issue. It was suspected the implantable neurostimulator (ins) was flipped. An x-ray was performed which determined the ins was flipped. The pt was scheduled for a revision to flip the battery back to the correct position.

Manufacturer narrative:
(B) (4)